Event description:
(B)(4) rec'd reporting infusion issues with use of two (2) (B)(4) genie closed vial access devices. The (B)(4) reports that attempts "... To reconstitute herceptin the genie would not allow (pharmacist) to push diluent into the vial... Had to pull out the genies and respike the vials with the universal clip-on vented adapter (B)(4). Once (pharmacist) respiked the vials... Able to reconstitute the vials easily." The involved (B)(4) genie devices and vials were not returned to the manufacturer for analysis and confirmation. The manufacturers products specialist have conducted additional training and in-servicing to involved staff. Exact cause of the incident remains unknown.